Manufacturer narrative:
The device was returned to boston scientific for analysis. The customer also provided a picture where it was possible to observe the catheter of a blazer device kinked and tied with a fiber that maintain the tip of the device bent. Visual inspection of the device showed that it was returned with a unknown introducer and the device has a kink 2cm from the distal tip. The introducer was attached to the catheter shaft but it did not affect the catheter. Additionally, the distal tip looks like if it was tied with something similar to a gauze or tissue and it causes the kink on the distal tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. There was no abnormal resistance was felt when actuating the steering mechanism. Both curves failed to reach the specified area of the template due to the catheter tip did not fall within the green region of the template, due to the kink on the distal tip. The device failed the dimensional test. The device was inspected using an optical microscope and some pictures of the distal tip were captured. The device met all the manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, however, there is no control of how the unit was handled at the field.

Event description:
It was reported that during an ablation procedure to treat paroxysmal supraventricular tachycardia (psvt), in the process of approaching the blazer dx catheter to the coronary sinus (cs) ostium, the catheter "was not curved." The catheter didn't move at the tricuspid valve (tv) muscle due to it being unable to curve for cs approach. The curve was jammed or unable to be straightened. The catheter was "stuck" at the muscle and would not move. The physician tried many times to extract the device, but was unable to. Therefore, the physician needed to use a trio sheath connector to extract the blazer dx catheter from the muscle. The procedure was then completed with another device. The device was returned to boston scientific for analysis.